Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer ultimately reverted to an alternate method of insulin therapy, but will resume insulin delivery once receiving pump supplies. Customer's blood glucose ranged from 276-318 mg/dl at time of event.